Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) used and contaminated samples without packaging, and two (2) photographs were provided for evaluation. The provided photographs were visually evaluated, and it was noted that there was blood outside the fluid path on the safsite, indicating malfunction of the part. The received samples were decontaminated and successfully passed the leakage testing, with no leakage detected from the welded valve. Based on the investigation findings, the reported defect was not confirmed to be attributed to the manufacturing process. The most probable root cause of the defect is the coagulation of blood or other residue around the valve disk during product use, preventing valve closure. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: reason of complaint: safsite connected to a cannula. Blood observed to be consistently leaking out of the safsite valve.